Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. D4: batch#: c9dx3x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards, and with a gst60t reload loaded on the device. The reload was received partially fired 1/16. In addition, the knife was noted to have nicks. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. . The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. Additional, the log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: c9dx3x, and no non-conformance's related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracotomy for left upper lobe, the surgeons were using the echelon 3000 60mm stapler on the 4th cartridge and the stapler would not engage to fire and was vibrating. There was no patient consequence nor surgical delay reported. No additional information provided.